Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that architect potassium control values and patient results decreased after they started using ict calibrator lot 12283un12 on (B)(6) 2013. The customer stated that samples retested higher when a different calibrator lot was used. The calibrator lot in question led to results of hypokalemia. The customer stated that the patients with hypokalemia underwent a treatment with potassium salt that may not have been necessary. The customer was not able to provide any further information regarding the type of treatment, specific results for the patients treated, total number of patients or potential harm to patients. No patient injury was reported.the customer did a study between ict calibrator lots using previously tested patient samples. Five examples were provided. The customer's normal range is 3.50 - 5.10 mmol/l.patient ict cal lot 12283un12 ict cal lot 29607un121 3.20 3.59 2 3.48 3.813 3.29/3.27 3.604 4.00 4.335 3.32/3.36 3.67

Manufacturer narrative:
The customer stated that potassium control values and patient results decreased after using ict calibrator lot 12283un12. Samples retested higher when tested with a different ict calibrator lot. Testing was performed by abbott laboratories using ict serum calibrator lot 12283un12 (returns and in-house samples) and 55593un12 ( in-house samples). All control results were within the control ranges and met acceptance criteria. Review of data for ict serum calibrator lot 12283un12 demonstrates that it was released within its final release specifications and met all of abbott's acceptance requirements prior to being released for distribution on 10/05/2012. The ict serum calibrator package insert, and ict (na+, k+, cl) sample diluent package insert were reviewed and both provide adequate labeling for the customer's issue. A review of customer complaint trending indicated no adverse or non-statistical trends associated with the complaint issue. Based on the data available and the results of this evaluation, no product deficiency/ malfunction was identified with ict serum calibrator lot 12283un12.